Manufacturer narrative:
The initial report was filed as manufacturer's report # 3007566237-2011-09185; additional information received indicates that the correct manufacturing site is site # 3004209178. Analysis of the pump revealed no anomaly; normal device function. Twenty seven ml of drug was aspirated from the pump reservoir during internal decontamination and flow test, and no problems were encountered. Opening the fluid path showed no drug precipitate within the pumps reservoir or fluid path. All pump logs were clean, with no motor stalls or motor stall recoveries indicated.

Event description:
It was later reported "he got up to north of 1000mcg in a few months, without any spasticity relief". A dye study was performed prior to the or session. It was noted they could not pull back through the catheter access port indicating a kink or disconnect with the catheter.

Event description:
It was reported that following pump implant this august, the pump was refilled a "couple" times without any volume discrepancy noted, however escalating doses of the pump medication did not provide spasticity relief for the patient. The patient was admitted to the hospital for a catheter revision procedure. On (B)(6) 2011, while in the operating room, the pump was disconnected from the proximal catheter (to check for catheter patency). The pump was removed from the pocket and placed on the back table, so a refill to the pump could be performed. The expected reservoir volume was 26 mls, but only 8 mls could be aspirated from the pump. A "stuck valve" was suspected. Repeated attempts were made to open the valve and aspirate the residual volume. The attempts included using a 10 ml syringe and holding negative pressure for about 4 minutes on 2 separate occasions, and warming the pump and using the 10 ml syringe again. These attempts were unsuccessful, so the pump was not replaced in the patient; another (new) pump was implanted. As of (B)(6) 2011, the patient was resting comfortably and "very happy with the outcome of yesterday's procedure". It was noted that the new pump was filled with lioresal 2000 mcg/ml at 500 mcg/day. The pump was received for analysis.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6); catheter model: 8596sc, (B)(4), implanted: 2011 (B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.